Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. The issue was confirmed and the ipg was deemed inoperable. Surgical intervention took place in which the ipg was explanted and replaced to address the issue.